Event description:
A falsely elevated glucose result was obtained on a patient sample. The result was reported to the physician who questioned the result. A redraw sample was obtained and a lower result within the normal range was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated glucose result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose result is user error. The patient sample result was reported while qc was out of range. The instrument is performing within specifications. No further evaluation of the device is required.